Event description:
The manufacturer received information patent was deceased. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.